Manufacturer narrative:
This report is submitted on december 14, 2021.

Event description:
Per the clinic, the patient experienced poor performance due to migration of the electrode array (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2021, to reposition the device. The implanted device remains.